Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw), atrial undersensing due to small p waves and minor cross talk were noted on the right atrial (ra) lead.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.